Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015-product analysis:the device was returned and evaluated by product analysis on 08/17/2015 with the following findings:review of the pump¿s black box revealed rebooting events. The battery compartment was cracked in three places; moisture damage was noted within the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap threads were damaged and the cap could not attach properly to the pump; a power issue was experienced. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the pump¿s display was discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with battery compartment damage and moisture ingress. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.